Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
While cutting a shanz pin intra-operatively the pin became cold welded to the bolt cutting head and could not be removed. The bottom of the device broke off. This is # 1 of 2 reports submitted on this event.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes (B)(4). Report received indicates the review of the manufacturing documents revealed that the present instrument was manufactured according to the specifications. Unfortunately the schanz screw was not returned in order to comprehend the mentioned problem. As this is a very old instrument, we suppose that the damages were caused due to normal wear and tear over the years. The manufacturing documents where reviewed and no discrepancies to the specifications where found. No product fault could be detected.